Manufacturer narrative:
Internal file number - (B)(4). Correction: device evaluated by MFR: device was returned. Evaluation summary: all available information was investigated, and the reported difficult to remove the lock line was confirmed during the returned device analysis. However, the clip open while locked could not be tested as clip was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no lot-specific quality issue from this lot. All available information was investigated. A definitive cause for the reported clip open while locked and an observed knot on the lock line could not be determined. Additionally, the reported difficult to remove the lock line was due to the observed knotted lock line. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Additional information was provided which reported that there was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was advanced, and grasping was performed, reducing mr to a grade of 1. However, when removing the lock line, 30cm, the lock line was no longer able to be removed, and the clip reopened. Several attempts were made to close the clip, but the clip always reopened. The decision was made to continue with deployment, after the clip detached from the clip delivery system (cds), the clip remained slightly reopen, to roughly 15 degrees. The clip remained attached to both leaflets. Mr reduced to a grade of 2-3. The cds was removed with the lock line inside. To stabilize the implanted clip, an additional clip was implanted and reduced mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.